Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was associated to not good echo quality. The reported slda was due to a combination of patient morphology/pathology and poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The first xtw mitraclip (lot:30718r1110) was implanted successfully. A second mitraclip xt was then implanted, but shortly after deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). It was thought the slda was due to difficult imaging and patient anatomy. A third xt clip (lot:30612r1029) was implanted to stabilize the slda, reducing mr to grade 2+. No additional information was provided.